Event description:
Reportedly, as the surgeon was performing the gastrojejunostomy, the 40-3.5 sulu was inserted into the gastric pouch and roux-en-y limb to the 2 mm mark on the sulu, its jaws closed, and fired over the tissue. Upon firing, the knife blade struck the pre-existing staple line in the gastric pouch. As a result, the tissue slipped from the instrument's jaws, leaving a smaller than desirable anastomosis. The surgeon then decided to close the opening with a french bouvie and reform the anastomosis by resection the distal part of the pouch and the piece of the roux-en-y limb with a 45-4.8mm sulu to complete the case without further incident. Procedure: roux-en-y. Pt statues: no pt injury reported.